Event description:
Reporting status: serious injury - surgical intervention. Reporting rationale: perforation not sealed, resulting in surgical intervention. Device issue: leak - stent graft. It was reported that a graftmaster stent was implanted in the lad to treat a perforation caused by a non abbott vascular device; however, the perforation was not sealed and the patient went to the operating room for a pericardial window. The perforation was successfully treated. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that it is possible that the stent graft did not completely seal the perforation because of, but not limited to, the following: the stent graft was not centrally deployed over the perforation, the perforation grew during the deployment of the stent graft or the incorrect size of stent graft was chosen for the perforation, e.g. Too short. No device malfunction can be determined due to the lack of procedure and patient information and the lack of device investigation.